Manufacturer narrative:
(B)(4).

Event description:
Received info the pt had a lump over the top of the ins. Pt had fallen in the bathroom and landed flat and hard on the device and it seemed to move it. She is not sure if the fall has to do with the lump or not. She was experiencing tenderness at the battery site. Movement and palpitation do not cause stimulation changes. Pt also requested info about the pt programmer and control magnet. She was encouraged by pt svs to turn the stimulation off until the ins could be checked by her hcp. Recommended she have x-rays to check the ins and extension site. Further info reported the hcp felt the x-ray was fine. Pt complained her lower back hurt all the time in the area of the fall, so the device had remained off. It was unk if any attempts had been made to reprogram the device. The pt considered current programming unsuccessful. Add'l info stated the pt programmer had displayed the "call your dr" icon, a power on reset condition. Hcp had seen the site after her fall and did not indicate any issues with it. She continued to have the stimulation turned off. Add'l info has been requested and if received a f/u report will be sent.